Event description:
The device was evaluated in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There is no allegation of serious or permanent harm or injury. The device is not reported to be in patient use. During the evaluation of the device, at a third-party service center the device was visually inspected and found evidence of foam degradation. During the evaluation, the type of contamination has been documented as dust on the blower box. Additionally, a check circuit service required alarm was observed. The device's tubing was reconnected to address the issue. No component malfunction was noted. The device's rubber feet, handle and handle o-rings were missing and were replaced to address the issue. The device's lcd display was replaced due to pixel issues. No allegation was noted indicating the lcd was unable to be viewed. The keypad was replaced due to signs of overuse.